Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that doctor could not able to insert the lens inside the eye of the patient, even he made it a bit bigger incision. He decided to use a new lens. He also mentioned that there was nothing faulty with the lens. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., h.11 the product was not returned for analysis. The surgeon stated he could not insert the lens inside the eye even he made it a bit bigger incision and decided to use a new lens. There was nothing faulty with the lens. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as user facility reported that according to the surgeon, the iol did not cause the event. The surgeon stated he could not insert the lens inside the eye even he made it a bit bigger incision and decided to use a new lens. There was nothing faulty with the lens. Based on this information, the product did not cause/contribute to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).